Event description:
Patient was brought to the operating room (or) by surgeon for an anterior hip replacement. During the procedure, surgeon broached the femur utilizing a depuy tri-lock system, unfortunately there was not enough medial lateral rotational stability and had to transition to a depuy summit stem. While using the synthes flexible intramedullary reamers in the femoral shaft, the reamers locking mechanism sheared off the shaft and required additional effort to remove the broken piece from the femur. The reamer was completely removed without any complications. The procedure continued without any further complications. No patient harm.